Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reporting adverse events which occurred associated with the use of venaseal in 51 limbs during academic conference presentations. Outcome reported that 3 limbs had ehit iii. 6 limbs reported with ehit ii. 1 limb of the gsv and ssv had no symptoms detected via dus for repeat consultation. No symptoms of venous thromboembolism (vte). No dvt detected at the outpatient dus level. On postoperative days 7, 14 and 70 - one-month post-operative re-examination was not performed for the patients on the 70th day, treatment was performed with direct oral anticoagulants (doac), and the patient disappeared after 1 to 2 months. Surface venous thrombus (svt) of the lateral branch vein aneurysm was reported in 4 limbs. Phlebitis (foreign material reaction) was reported in 1 limb. Cyanoacrylate closure (cac) used for varicose vein treatment ceap classification c4bs. One of the patients appeared in post-operative day 2 and reddened. The symptom spontaneously resolved. The cac portion matched the area outside of the compartment and peripheral gsv. Hypersensitivity was reported in 3 limbs with punctate eczema and reddening in the thigh region. Pruritus. Onset reported on post-operative days 8, 14, and 21. Patients were given topical steroid therapy, and oral anti-allergic drug (loratadine). 2 weeks after treatment, the patients visited the hospital again, the eczema and pruritus were almost resolved. Patients continued treatment for 1 month.